Event description:
It was reported that the ilet user unintentionally detached the infusion set from the applicator while removing the needle guard, resulting in an infusion set that was deployed incorrectly. There were no reported clinical effects. Outcomes included no reported alerts or alarms and a replacement infusion set shipment arranged. Investigation included user troubleshooting and education on correct infusion set handling and application technique. Investigation of this case revealed user handling error during setup, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling during infusion set application.